Event description:
The customer reported a single incident where when testing sync cardioversion, the device locked up.

Manufacturer narrative:
The customer reported a single incident where, when testing sync cardioversion, the device locked up. The device was received by philips, evaluated, and found to be fully functional. Philips was unable to duplicate the alleged failure.